Manufacturer narrative:
Correction: b5 for missing patient condition.

Event description:
New information notes that the patient condition was in stable condition.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high pacing and defibrillation impedance on the right ventricular (rv) lead. The physician elected to explant and replaced the rv lead. The patient condition was unknown.

Manufacturer narrative:
Correction: aware date should have been (B)(6) 2024, not (B)(6) 2024.